Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support educated the customer on the auto off alarm. The customer declined additional assistance from tandem technical support regarding the issue. There was no adverse impact to the customer¿s blood glucose level.